Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all pyxis system were not connected due to external messaging error. A technical support specialist (tss) connected to the server via secure link and observed hsv showing notice 18: pharmacy order delayed/down. The tss ran a server downtime query and found the cce disconnected flag set to 1. The tss restarted cfnexternalmessagingservice and bd external messaging service, but the issue persisted. The tss then deployed the interface services utility - cce (build 1) package to the cce server. After deployment, messages started flowing, and the available for processing xml/msg count began increasing and decreasing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all devices were not connecting to network, user was not aware of any down time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.